Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010, that an rx locking device and biopsy cap was intended to be used during a procedure. According to the complainant, they had difficulty getting an rx sphincterotome through the biopsy cap. No other damage was reported. On (B)(6), 2010, the device was received and examined. During the preliminary review of the returned device, it was noted that the biopsy cap sponge was detached, and not returned with the rest of the device. The location of the sponge was not able to be determined. The sponge detachment is considered an MDR-reportable event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2010, that an rx locking device and biopsy cap was intended to be used during a procedure. According to the complainant, they had difficulty getting an rx sphincterotome through the biopsy cap. No other damage was reported. On (B)(6) 2010, the device was received and examined. During the preliminary review of the returned device, it was noted that the biopsy cap sponge was detached, and not returned with the rest of the device. The location of the sponge was not able to be determined. The sponge detachment is considered an MDR-reportable event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this manufacturer, however, only preliminary results are available. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010, that an rx locking device and biopsy cap was intended to be used during a procedure. According to the complainant, they had difficulty getting an rx sphincterotome through the biopsy cap. No other damage was reported. On (B)(6), 2010, the device was received and examined. During the preliminary review of the returned device, it was noted that the biopsy cap sponge was detached, and not returned with the rest of the device. The location of the sponge was not able to be determined. The sponge detachment is considered an MDR-reportable event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that it was difficult to get the hydra tome through the biopsy cap. The customer returned only the rx biopsy cap; the separated/ dislodged sponge was not returned. Based on the evaluation of other returned devices for sponge detachment complaints, it was found that the star shaped slit on the foam insert (sponge) was not perforated/ manufactured correctly by the supplier, as not all the slits were completely perforated. This could potentially cause difficulty inserting a device through the rx biopsy cap, and also potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device not having a clean slit / path to penetrate and catching on the sponge. The evaluation found that the sponge had not been completely perforated during manufacture. Therefore, the most probable root cause is supplier manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted.